Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient was confused, unsteady, seeing spots and almost lost consciousness. The cgm was reading 72 mg/dl and the blood glucose reading was 32 mg/dl. The patient self-treated with glucagon and recovered after treatment. There was no report of further medical evaluation or intervention. At the time of the report the next day, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.